Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, and displacement tests. The unit was unable to prime at 2.5 pounds during the prime test due to a faulty force sensor resistor (gold). No motor error or no delivery alarm was noted. The motor passed the motor test. The following cosmetic damage was also noted: minor scratches on the lcd window, cracked case at a display window corner, cracked battery tube threads, a broken belt clip slot, and a broken reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a motor error during a bolus attempt. The patient's blood glucose at the time of incident was 130 mg/dl. The customer's mother stated that when the motor error had occurred in the past the customer rewound the pump and the pump resumed its normal functionality. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. The customer was able to rewind the pump. However, the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.